Manufacturer narrative:
Additional information provided in d.10., g.1., g.2., h.3., h.6., and h.10. One opened probe was received with a tip protector for the report of did not cut. The returned sample was visually inspected and found non-conforming with foreign material at the tip of the needle, at the port face and inside of the needle. The sample was then functionally tested for actuation, aspiration and cut. The sample was found conforming for actuation and aspiration and was non-conforming for cut. The probe was disassembled and the components inspected. Nominal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Heavy gouging was observed at the cutting edge of the inner cutter. Gouge marks and wear marks were observed at several other locations along the inner cutter. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation confirmed that the probe had a cut failure. The most likely root cause for the cut failure is the observed damage/wear to the inner cutter of the probe. A damaged/worn inner cutter can impede the movement of the cutter shaft, causing to probe to not be able to perform the cut. How and when the inner cutter of the probe became damaged cannot be determined form this evaluation. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the cut failure cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
The customer reported the vitrectomy probe did not cut and the aspiration worked normally during a procedure. The procedure was completed after replacing the product with a new one. There was no harm to the patient.